Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated. Associated malfunctions for this device: compressor low output, 4 way valve contaminated, pilot valve sticking, heat exchanger leaking, muffler clogged.